Manufacturer narrative:
No further information concerning this report has been received at this time. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was part of a system revision due to infection and vegetation. There were no additional adverse effects reported. The ICD was explanted.